Manufacturer narrative:
The reported event was confirmed by CAPA association. The root cause of the failure are: machine: ased on the analysis it was concluded that the geometry of the core pins according to it was causing lumen to lumen leaks per evaluations made during investigation process. The device history record review was not required because the investigation was confirmed by the CAPA association. Labeling review was not required because the investigation was confirmed by the CAPA association. H11: section a through f- the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the water leaked from the balloon of the foley catheter and only 5-6 ml of water was aspirated when the catheter was removed. The same event at the same lot has occurred in about 6 patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the water leaked from the balloon of the foley catheter and only 5-6 ml of water was aspirated when the catheter was removed. The same event at the same lot has occurred in about 6 patients.